Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative, an event involving a fisher & paykel healthcare mr850 respiratory humidifier. It was reported that there was condensation, causing build up near the connection of the breathing circuit with the endotracheal tube (ett), and water to enter the patient's ett. The healthcare facility reported that approximately 50 minutes after the water entered the ett, the patient experienced "fluid overload and cardiac arrest". It was reported that the patient subsequently deceased. F&p healthcare has requested the return of the subject mr850 respiratory humidifier for evaluation and is currently in the process of obtaining further information about the incident, including details on the brand and model of the breathing circuit in use at the time of the reported event.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) healthcare is currently in the process of obtaining further information regarding the reported event. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Section d4: device details including lot, sn and UDI were not provided by the healthcare facility. Method: the subject mr850 respiratory humidifier was not returned to fisher & paykel (f&p) healthcare for evaluation. Several attempts to request further information and the subject device from the healthcare facility were made, however no further details or the subject device were provided by the healthcare facility. Our investigation is thus based on the information and description of events initially provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that there was condensation building up near the connection of the breathing circuit with the endotracheal tube (ett). However, without additional information or the subject devices, we are unable to determine the cause of this reported event. Conclusion: based on the information received and without the return of the subject device, f&p healthcare's investigation was unable to determine the cause of the reported event. The user instructions which accompany the mr850 respiratory humidifier provides the following warnings: - the use of breathing circuits, chambers, other accessories or parts which are not approved by fisher & paykel healthcare may impair performance or compromise safety. - when mounting a humidifier adjacent to a patient ensure that the humidifier is always securely mounted and positioned lower than the patient. - ensure that appropriate ventilator and/or patient monitor alarms are set, connections are secure, and a leak test is completed before use.

Event description:
A healthcare facility in texas reported via a fisher & paykel (f&p) healthcare field representative, an event involving a fisher & paykel healthcare mr850 respiratory humidifier. It was reported that there was condensation, causing build up near the connection of the breathing circuit with the endotracheal tube (ett), and water to enter the patient's ett. The healthcare facility reported that approximately 50 minutes after the water entered the ett, the patient experienced "fluid overload and cardiac arrest". It was reported that the patient subsequently deceased.